Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was alarm activation issue, the device did not seal and it stopped working. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf2019, exact dissector lf2019 ligasure 21cm (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during ileus procedure, during mesenteric processing that was not very thick, after opening the package and sealing it a few times, a completion sound was heard, and the device became unusable. Approximately 10 good seals were completed before the problem occurred. Output was stopped (energy output was present). There was a re-grasp alert. The initial activation went without any problems, and there were no foreign objects caught in the sealing mechanism when the sealing failed. A new lf2019 was opened, but the sealing failed even with the second device, and the issue was resolved using a device from another company. The area around the jaw was clean and was not cleaned very often. Other ligasure devices worked without issue on the same generator. There was no patient injury.